Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event; however, on the same day, they went to the emergency room. Treatment was not reported. At the time of this report, the patient was not recovered from the peritonitis event. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).